Event description:
Patient was placed in a bed enclosure. Nurse reported zipper pulled apart, and pt rolled out of bed. There was no pt injury.

Manufacturer narrative:
The product involved was first evaluated at the customer site. When the product properly zipped up, the problem could not be duplicated. Posey representative, hospital representative, as well as patient's family could not make the zipper fail. Posey representative conducted training on proper zipper closure. The product was subsequently returned to the MFR for additional evaluation. Visual and functional testing confirmed that the zippers perform as designed. The most probable root cause was that the zippers were not properly closed or left open.